Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator screen was "flickering" and the ventilator stopped ventilation. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the service engineer inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) and upgraded the backlight inverter printed circuit boards (pcb¿s). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. Per the field service findings and parts replaced on the ventilator, there is no indication that there was a loss of ventilation to the patient. If the gui fails while in use on a patient, the ventilator will continue to deliver breaths at the existing settings. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.